Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that another manufacturer's right atrial (ra) and another manufacturer's right ventricular (rv) leads exhibited oversensing of noise with no pacing inhibition. The noise was able to be reproduced with isometrics. A revision procedure was performed where the leads were connected to a pacing system analyzer (psa) and noise was not able to be procedued. However when manipulating the leads in the header, noise easily reproduced. It was noted tha tht enois was more pronounced in the rv port. The physician elected to explant the pacemaker. Both the ra and rv leads remain in service with a new device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was seen on the electrograms (egms).